Event description:
Reported that heparin IV tubing pulled off dialysis catheter port. Port on subclavian IV had air in line. Interlink injection site noted to have a chunk mising from the neck portion.1) 14 guage subcoavian hooked up to device.2) patient was hypotensive at the time.